Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call a detachment issue. Customer's blood glucose level was over 400 mg/dl. The customer treated his blood glucose level with an infusion set change and a correction bolus using the insulin pump or manual daily injections. The customer declined troubleshooting for a high blood glucose level. The device was not returned.